Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after approximately one hour of treatment with a prismaflex set and a prismaflex control machine, the machine alarmed an ¿air in blood ¿ and then "general system failure" alarm. Further observation revealed that the pbp line was broken at the junction of the pbp line and the cartridge. Treatment was discontinued and a new set was used to complete treatment without a report of blood return to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed that one extremity of the pbp pump segment was disconnected from the support plate. The pump segment was not inserted all the way in the support plate. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.